Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 49-53 mg/dl were recorded by continuous glucose monitor (cgm) from 9:52:45 am to 10:02:45 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:52:45 am on (B)(6) 2020. On (B)(6) 2020, at 7:26:42 am, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Bg cause was not known. Customer received assistance from parent and consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.